Event description:
Reporter states, "physician had trouble getting the tibial insert to lock in, he had to implant another insert." This event did not cause any adverse consequence for the pt.

Manufacturer narrative:
The information provided and examination results are insufficient to determine the cause of this event.